Event description:
A pt reported blood glucose results of "350 mg/dl, 60 mg/dl, and 200 mg/dl "with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution are being replaced.